Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that the injection screw on her humapen luxura device "could not move out." She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1110b01, manufactured october 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of this batch did not identify any atypical trends with regard to injection screw ratchet not moving. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring functionality. There is no evidence of improper use or storage.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) female patient of unknown age. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalogmix25) cartridge, via humapen luxura burgundy, 18 units in the morning and 12 in the evening, subcutaneously for the treatment of diabetes mellitus, beginning from 2013. In (B)(6) 2015, approximately two years after starting treatment with insulin lispro protamine suspension 75%/insulin lispro 25%, she experienced high blood sugar, with fasting blood glucose (fbg) level of 10 and a postprandial blood glucose (ppbg) level of 20(no units provided), therefore she was hospitalized (hospitalization exact dates were not provided). On an unknown date her insulin lispro protamine suspension 75%/insulin lispro 25% dose was changed (no details provided). On (B)(6) 2015 she could not inject her insulin dose in the morning due to the breakdown of humapen luxura from which the screw rod could not move (pc: (B)(4)/ lot number: 1110b01). Information regarding additional corrective treatment and events outcome was unknown. Insulin lispro protamine suspension 75%/insulin lispro 25% was continued. The patient was the user of the device. Training status was not provided. General and suspect device duration of use was approximately two years. The device was not returned. The reporting consumer did not know if the reported events were related to insulin lispro protamine suspension 75%/insulin lispro 25% or not. Update 06jan2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 18-jan-2016. Information received from affiliate on 12-jan-2016 informing that could not contacted patient via phone. No additional information was added to case. Edit 19-jan-2016: product complaint (pc) number was received on 13-jan-2016. Pc was processed and narrative was updated accordingly. No new clinical information was added to the case. Update 15-feb-2016: additional information received on 12-feb-2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the device to a humapen luxura burgundy based on a verifiable lot number; updated the medwatch and european and canadian required device reporting elements; added the device was not returned; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer concerned a (B)(6) female patient of unknown age. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalogmix25) cartridge, via humapen luxura, 18 units in the morning and 12 in the evening, subcutaneously for the treatment of diabetes mellitus, beginning from 2013. In (B)(6) 2015, approximately two years after starting treatment with insulin lispro protamine suspension 75%/insulin lispro 25%, she experienced high blood sugar, with fasting blood glucose (fbg) level of 10 and a postprandial blood glucose (ppbg) level of 20(no units provided), therefore she was hospitalized (hospitalization exact dates were not provided). On an unknown date her insulin lispro protamine suspension 75%/insulin lispro 25% dose was changed (no details provided). On (B)(6) 2015 she could not inject her insulin dose in the morning due to the breakdown of humapen luxura from which the screw rod could not move. Information regarding additional corrective treatment and events outcome was unknown. Insulin lispro protamine suspension 75%/insulin lispro 25% was continued. The reporting consumer did not know if the reported events were related to insulin lispro protamine suspension 75%/insulin lispro 25% or not. Update 06jan2016: upon review, this case was opened to update the medwatch fields for regulatory reporting.